Event description:
It was reported that the patient experienced asystole for under 60 seconds. During a pulse field ablation (pfa) procedure to treat paroxysmal atrial fibrillation a farawave catheter was used. The catheter was advanced into the left atrium (la). The guidewire was advanced into the left superior pulmonary vein (lspv), then the catheter array was deployed to the basket shape and advanced into the ostium of the vein. The patient went asystolic upon the first ablation application. The patient was administered .2 micrograms of glycopyrrolate and returned to normal sinus rhythm. The procedure was continued afterwards and completed successfully, with the paint having fully recovered from the asystole. The device is not expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.